Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, h2, h3, h6. Complaint has been confirmed by visual evaluation of the returned product. Visual evaluation of the returned products identified that the products exhibit signs of use (nicked or gouged) and both the ball bearings and springs are missing (missing ball bearings and springs are not returned). Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Review of the device history records identified no deviations or anomalies during manufacturing. The device is confirmed to have been part of previous investigation and corrective actions. Field actions were initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. These devices were subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that these devices were manufactured prior to this design change. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported through the worn instrument return that the device was missing bearings. There was no reported patient involvement. Attempts have been made and no additional information has been provided.